Event description:
Patient called in for assistance with drain complications and reported a prior case of peritonitis. The patient did not mention any hospitalization or complications related to peritonitis. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.